Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
The manufacturer became aware of a study from the (B)(6). The title of this report is ¿reduction and association of the scaphoid and lunate: a functional and radiographical outcome study¿ which was published in august 2018 and is associated with the stryker twinfix compression screw. Within that publication, post-operative complications/ adverse events were reported, which occurred between 1 january 2000 and 31 december 2013. It was not possible to ascertain specific device catalog/lot information from the report, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 1 complaint was initiated retrospectively for different adverse events mentioned in the report. This product inquiry addresses screw migration. The study reports, ¿one patient underwent screw removal at 1 month postoperatively due to significant early loss of reduction, unremitting pain, and radiographic evidence of screw migration. [¿] the screw was noted to be too short and did not engaged the radial scaphoid cortex. The surrounding bone appeared to be jeopardized due to the windshield wiper effect of the screw. This patient had pain and underwent screw removal.¿